Event description:
It was reported that there was an entire system replacement done. It was stated that the patient might have fallen and was having issues with impedance on the lead. The proximal end of the lead looked fine.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# v287834, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).